Event description:
It was reported that this left ventricular (lv) lead was dislodged which was noted during imaging after completing the procedure. The lead was repositioned, but it dislodged again. Physician decided to monitor the situation as the lead did not completely dislodge. This lv lead remains in service. No additional adverse patient effects were reported.